Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2216385. D.4. Medical device expiration date: 31-jul-2027. H.4. Device manufacture date: 04-aug-2022. D.4. Medical device lot #: 2224523. D.4. Medical device expiration date: 31-jul-2027. H.4. Device manufacture date: 12-aug-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bug was found inside the bd luer-lok¿ tip syringe before use. This occurred once each in lots 2216385 and 2224523. The following information was provided by the initial reporter: "bug in pack... There was 1 ea syringe reported for a bug. The bug was found in the fluid path of the syringe."